Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Device not evaluated by MFR: no lens in returned packaging. Conclusions: based on the complaint history, the root cause of this event was due to the physician's preference. The surgeon changed his mind and decided to implant a different lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. The surgeon changed his mind and changed to a different lens. The surgeon cut the lens to remove from eye. The incision was not widened and no suture was used. There was no pt injury. No info as what lens model was implanted. There was no pt complication. No further info.